Event description:
It was reported that during a da vinci-assisted surgical procedure, after successful activation of coagulation of the vessel sealer extend (vse), the surgeon moved the instrument to another operating field. During the deflection and grasping of the tissue, the fragment (plastic) was released into the patient's body. After this situation, the vse was inoperable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use, and no visual damage was found. The procedure was "tsme, soft tissue coagulation". There were about 5 fragments released when the instrument was opened. According to the staff, the fragments came loose from the articulated part of the instrument. The instrument was in use for 10 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. There was no collision with other instruments or accessories. Fragments were aspirated with a body fluid aspirator. All fragments were aspirated, and this was confirmed visually. There was no additional surgical procedure required to remove the fragment, the fragments were removed during the initial surgery. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragments will not be returned with the surgical instrument, they have been removed using a body fluid aspirator into a bag that cannot be opened. No photographic images of the device(s) or video recording of the procedure were available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting parts of the vessel sealer extend a fragment fell off, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer consulted the whole issue once again with the surgical staff who were present at the time of the procedure. It appeared that the fragment came from the laparoscopic instrument, not the vessel sealer extend instrument as thought. Unfortunately, no camera or photographic record was taken to confirm this.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. There were no ceramic dots missing and a review of the log shows no errors. Additionally, the instrument was found to have scratch marks/abrasions to the grip tips with no missing material.